Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, it was reported that the up arrow and down arrow keypad buttons were under responsive. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 09/08/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/17/2016 with the following findings: during investigation, all the keypad buttons responded appropriately to user input. The keypad was intact with no evidence of peeling or damage. The keypad was removed to find no evidence of contamination on the keypad button contacts. The pump was opened to find no evidence of moisture corrosion near the keypad connector. Unrelated to the original complaint, the pump was powered on to a dim pink display. A crack in the battery compartment was found below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).